Event description:
It was reported that a revision surgery was performed 12 years after the primary procedure due to the breakage of the femoral stem. X-rays were provided.

Manufacturer narrative:
It has been determined that this submission is a duplicate of report 1020279-2020-01371 and should therefore be disregarded.